Event description:
It was reported that while testing the external pulse generator (epg), an error message appeared. Technical services indicated that the epg could no longer be supported/serviced, and that the biomedical engineer (be) should discontinue the use of the epg. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).